Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostim ulator (ins). It was reported the rep performed one physician mode recharge (pmr) and there was a reposition antenna screen on the recharger. There was no allegation of an overdischarge by the caller. It was reviewed multiple pmrs may be required. No symptoms or further complications were reported. Additional information was received from a manufacturer's representative (rep). It was reported the device was overdischarged. The overdischarge and reposition antenna screen has been resolved. The patient successfully charged on (B)(6) 2017. No further complications were reported. Additional information: it was reported there was an overdischarge. Communication cannot be established with the patient programmer, ins recharger, or 8840. The last successful recharge was 9 months ago. Caller stated the that the patient turned it off in april. The antenna locate feature was performed and the resulting values were 50-80. The caller had not done this before 2 prior physician recharge mode (prm). Caller will continue with the 3rd prm now that he has better placement. The caller was confused by the screen he saw on the recharger. The caller has finished 3rd prm with no response. It was reviewed to confirm ins isn't flipped. Caller reported the patient hasn't charged in 9 months because the patient was pregnant and has now lost a lot of weight. Caller will review potential x-ray and review 4th prm with patient. No further information was reported. Additional information: it was reported the patient's ins has not been able to be pulled out of overdischarge. Seven (7) prm have been attempted both sitting and laying down, but they have not been successful. The doctor wants to replace the device. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that a surgery date has not been scheduled. No further attempts will be made to pull the device from overdischarge. No further complications were reported.